Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: can you identify the lot number of the product used? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Unfortunately the product lot # is not available as they discarded the needle and box. " the manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post operative care due to the prolonged procedure? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. During the procedure, it was reported by the distributor that: "after removing the baby from the uterus, the surgeons were suturing the uterus together using the stratafix pds plus and were nearly done for the closure the suture broke in half. The surgeons had to remove the suture and start again with a new suture. The patient was not happy when we had to redo the suturing and prolonged her surgery. No patient injury reported." No other details provided. No adverse patient consequences were reported. Additional information was requested.